Event description:
Spontaneous. Patient's home health nurse, (B)(6), reported that the curlin pump is taking a much longer time to finish patient's infusion than it used to. Confirmed that the pump settings do match the pump program sheet, but home health nurse stated that when the pump stops, there is still volume left in the gravity bag. Pharmacist approving reshipment of another pump. Patient did receive his last infusions with no issues, just took a longer time. No missed doses or adverse events reported. Pump available for return. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.